Manufacturer narrative:
An outside of united states (ous) customer reported a dropped patient sample tube in the tube characterization station (tcs) on their atellica sample handler prime. Siemens is investigating the issue.

Event description:
The operator found a dropped patient sample tube in the tube characterization station (tcs) on their atellica sample handler prime. The sample was not analyzed and the patient had to be re-drawn. The were no slips, trips, or falls associated to this event. There was no cross-contamination or exposure to biohazardous materials. The delay was for 6 hours. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00152 on 16may2022. Additional information (03jun2022): an outside of united states (ous) customer reported a dropped patient sample tube in the tube characterization station (tcs) on their atellica sample handler prime. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found the o-rings on gripper to be sticky and were replaced. The drawer hardware system was inspected and no issues were found. The tube was not available for the cse to inspect for improper labeling at time of event. The tube found on (B)(6) 2022, has visible indication that barcode label is not fully adhered to tube. These place failures are caused by the robot being out of alignment. Intermittent place failure errors are resolved by re-executing the sample handler manual fine alignment procedure. The system is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.